Manufacturer narrative:
The returned samples and lot number of this event was received. The DHR was reviewed without any similar issue, the retained sample was tested and meet the specification. The returned sample was tested and they met the specification. The issue can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Drawing medicine. They stated that the safety feature is able to engage and disengage. In another incident, when removing the orange cap the safety feature engages, sometimes not all the way but then poses a risk to try to push it back down. The when recapping orange cap does not secure tightly and it fell off when in the patient's room. In a third incident they stated that safety feature does not lock once engaged. The customer also stated there was a clean needle stick but no other information could be provided about that incident. The initial reporter further stated that he has tried a few that were sitting in his office and found that twisting the barrow does not consistently lock the needle in a retracted position. There is some resistance to the barrow locking. The needle is still free to move forward to an exposed position. Injury: yes, there was an injury from an exposed needle, but he has not seen any actual report. All incidents were from the same lot#. Another email was sent to the initial reporter and sales rep to request more information regarding the injury. (B)(6) confirmed that the needle stick was a clean needle stick. The quantity was updated from 12 each to 4 each based on available information. The initial reporter further stated that he has tried a few that were sitting in his office and found that twisting the barrow does not consistently lock the needle in a retracted position. There is some resistance to the barrow locking. The needle is still free to move forward to an exposed position. On(B)(6) 2024, we received the sample sent back by customer cardinal, 10 in total.